Event description:
Nellcor was informed by a biomedical engineer that the visual alarms were active, but no audible alarms could be heard from the pulse oximeter. The monitor was returned for investigation, and difficulty was isolated to the speaker. The speaker has been returned to the vendor for evaluation.